Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The illuminator was installed into the system and failed to power on. A follow-up MDR will be submitted once the investigation has been completed and/ or if additional information is received.

Manufacturer narrative:
Additional analysis reveled that the auxiliary board in the power supply had failed. The front panel was broken and the cover was scratched.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the unit for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the investigation has been completed and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted endometriosis resection procedure, the light from the illuminator suddenly turned off. The customer attempted to replace the light bulb but it was found that the illuminator was completely off. The fuses were checked and found to be good. The illuminator had no power and was replaced with a third party illuminator. The procedure was completed with no report of patient harm, adverse outcome or injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site and was able to reproduce the reported failure. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.